Event description:
It was reported that a complaint received via technical support that a contra angle wont hold files. At this time it is unknown that if there was any patient injury. A request regarding any injury has been made.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
It was reported that a complaint received via technical support that a contra angle wont hold files. At this time it is unknown that if there was any patient injury. A request regarding any injury has been made.